Manufacturer narrative:
Additional information was received that the correct clik anchor lot number is 14073769.

Event description:
A report was received that the patient was having pain at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Correction to initial MDR in field.

Event description:
A report was received that the patient was having pain at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2158-50 serial #: (B)(4) description: linear lead with enhanced stylet, 50cm model#: sc-4316 serial #: (B)(4) description: next generation anchor kit-sterile the explanted devices was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having pain at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the reason for the pocket pain was due to the placement of the ipg. The pain was believed to be not device related.

Event description:
A report was received that the patient was having pain at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.